Event description:
Complainant alleged that during biomed testing the device displayed a "cannot dump" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty relay on the pace/defib board; however, the customer declined the repair and the device was returned to the customer labeled "not for clinical use."